Manufacturer narrative:
Follow-up from 22-apr-2016: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was submitted to a hysterectomy approximately 3.5 years after essure insertion. According to the reporter, this surgery was unrelated to essure; it was performed related to fibroids and heavy bleeding. During the procedure, essure coil was found sitting outside of fallopian tube and was embedded into uterine wall. Only fibroid is unlisted in essure's reference safety information. Uterine fibroids are the most common pelvic tumor in women in reproductive age and typically present with symptoms of heavy or prolonged menstrual bleeding or pelvic pain. Genetic predisposition, environmental factors, steroid hormones, and growth factors important in fibrotic processes and angiogenesis all play a role in the formation and growth of uterine fibroids. Considering fibroid's pathophysiology and given essure local action in fallopian tubes, causality is considered unlikely. Regarding the reported essure embedment in uterine wall (partial uterine perforation); uterine perforation may occur with trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a uterine perforation occurs patient may present genital bleeding. In this particular case, although the exact mechanism of the event was unknown; given its nature causality with essure cannot be excluded. This case was regarded as incident, as although physician stated hysterectomy was unrelated to essure; a contributory role of the embedded device in patient's bleeding cannot be excluded. Since the surgery was performed also due to the bleeding; company considers causality with essure cannot be totally ruled out. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between me reported medical events and a quality detect. Despite follow-up attempt, no further information was obtained.

Manufacturer narrative:
Follow up 08-mar-2016: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between me reported medical events and a quality detect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was submitted to a hysterectomy approximately 3.5 years after essure insertion. According to the reporter, this surgery was unrelated to essure; it was performed related to fibroids and heavy bleeding. During the procedure, essure coil was found sitting outside of fallopian tube and was embedded into uterine wall. Only fibroid is unlisted in essure's reference safety information. Uterine fibroids are the most common pelvic tumor in women in reproductive age and typically present with symptoms of heavy or prolonged menstrual bleeding or pelvic pain. Genetic predisposition, environmental factors, steroid hormones, and growth factors important in fibrotic processes and angiogenesis all play a role in the formation and growth of uterine fibroids. Considering fibroid's pathophysiology and given essure local action in fallopian tubes, causality is considered unlikely. Regarding the reported essure embedment in uterine wall (partial uterine perforation); uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a uterine perforation occurs patient may present genital bleeding. In this particular case, although the exact mechanism of the event was unknown; given its nature causality with essure cannot be excluded. This case was regarded as incident, as although physician stated hysterectomy was unrelated to essure; a contributory role of the embedded device in patient's bleeding cannot be excluded. Since the surgery was performed also due to the bleeding; company considers causality with essure cannot be totally ruled out. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between me reported medical events and a quality detect. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a physician in united states on 07-jan-2016 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent sterilization. Hysterosalpingogram (hsg) was not performed. According to the physician, patient had hysterectomy (in the week before the time of this report) unrelated to essure; patient had hysterectomy related to fibroids and heavy bleeding. During surgery, hcp noted that essure coil was sitting outside of fallopian tube and was embedded into uterine wall. Physician also said that pictures were taken at time of essure procedure, showing proper placement and trailing coils. Patient had no essure problems. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was submitted to a hysterectomy approximately 3.5 years after essure insertion. According to the reporter, this surgery was unrelated to essure; it was performed related to fibroids and heavy bleeding. During the procedure, essure coil was found sitting outside of fallopian tube and was embedded into uterine wall. Only fibroid is unlisted in essure's reference safety information. Uterine fibroids are the most common pelvic tumor in women in reproductive age and typically present with symptoms of heavy or prolonged menstrual bleeding or pelvic pain. Genetic predisposition, environmental factors, steroid hormones, and growth factors important in fibrotic processes and angiogenesis all play a role in the formation and growth of uterine fibroids. Considering fibroid's pathophysiology and given essure local action in fallopian tubes, causality is considered unlikely. Regarding the reported essure embedment in uterine wall (partial uterine perforation); uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). If a uterine perforation occurs patient may present genital bleeding. In this particular case, although the exact mechanism of the event was unknown; given its nature causality with essure cannot be excluded. This case was regarded as incident, as although physician stated hysterectomy was unrelated to essure; a contributory role of the embedded device in patient's bleeding cannot be excluded. Since the surgery was performed also due to the bleeding; company considers causality with essure cannot be totally ruled out. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs